Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: the guidewire was returned, and it was observed that the coil wire was unraveled due the guidewire was found detached separated approximately 7 cm from distal tip. Additionally, the guidewire was kinked in the distal section. No more damages were observed.

Event description:
Reportable based on device analysis completed on 30oct2023. It was reported that device was kinked and damaged. The target lesion was located in aorta. After unpacking a 035/260 amplatz super stiff wire, it was noted that the tip of the device was kinked and damaged. The device could not be used. The procedure was completed with another same device. There were no patient complications reported, and the patient was stable post-procedure. However, returned device analysis revealed that guidewire was detached/separated.